Event description:
Customer reported "while attempting to change from tpn and lipids to IV fluids, the connection between the bi-fuse mp9246-c and the extension tubing mx9175 became fused and extension tube broke off inside of the needless connection." The scrub-able surface threaded end of the maxplus clear becomes bonded to the luer that it's attached to. The bond that's formed is so strong that the two devices cannot be unhooked without damage. Children's practice is to use chg to scrub the maxplus surface, but they've tried using alcohol instead to relieve bonding. Staff reported the bonding occurred even when using alcohol in place of chg. No report of pt harm or medical intervention. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, the extension set has not been returned. A f/u report will be submitted, with failure investigation results should the set be returned for eval.